Event description:
J-wire came undone from inner core wire while j wire was in the pt. If not detected (couldn't get wire back out of pt) and pulled back through sheath, it could have sheared the catheter with the j portion of the wire.